Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device malfunction: difficult to position - locator wings. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery, after a diagnostic procedure. Reportedly, when the device was retracted to position the locator wings against the anterior surface of the arterial wall "unusual resistance" was felt. The safety release was activated, which released the device from the tissue tract. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. Though requested, no additional info was provided.